Event description:
The patient underwent generator replacement surgery on (B)(6) 2014. The generator has not been received for analysis to date.

Event description:
Additional information was received stating that the generator was replaced prophylactically. The explanted generator is not available for evaluation due to the facility¿s return policy.

Event description:
Clinic notes dated (B)(6) 2012 were received which indicate that for the past few months, the patient has complained of intermittent severe, but brief pain in the chest wall. It was unknown if this was coming from the vns or not; however, the pain has been present since the last visit; however, no settings were changed in over a year. The patient's vns was interrogated and output current was decreased. Follow up with the physician found that the physician believes the pain is related to "battery fade" and expects the issue to resolve after the prophylactic generator replacement. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
.